Manufacturer narrative:
Date of event: unknown. If explanted, give date: not applicable as the lens remains implanted. However, an explant is scheduled. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation as it remains implanted to date. Device inspection could not be performed. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
Initially, it was reported a patient had issues with her vision after implantation of a zxt150 7.0 diopter intraocular lens (iol) in her left eye at axis 75 degrees. Implant took place on (B)(6) 2016. Patient claims that she could not see near her phone and (B)(6). Furthermore, she added that at night it looks like she's seeing fireworks. But her distance vision is well. The clinic confirmed that the lens implanted in the patient had no issues and surgery went well. The patient followed up with the clinic and patient is still complaining but doctor doesn't know why, as her visual acuity (va) is 20/20, uncomplicated s/p cataract and perfect distance outcome. She complains of starbursts but doctor thinks that they should go away in time. There was plan to explant. On (B)(4) 2017, amo was notified that the patient is now a candidate for a lens exchange as she is extremely unhappy with the lens. Patient is experiencing a significant amount of night time glare. Patient is scheduled to have the lens explanted. No further information was provided.